Manufacturer narrative:
The results of the visual inspection and technical assessment indicate that the root-cause is a short circuit developed in the usb connector or usb receptacle due to corrosion. Corrective and preventative actions have now been implemented in cases related to thermal events in charger with usb c receptacle as documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified. We were made aware, that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission.

Event description:
In this event, there was reported smoking and melting at usb connection on hearing aid charger. User did not use power adapter supplied with hearing aid charger. Results of technical investigaiton (x-ray imaging, microscope imaging and spectroscopy analysis) confirmed the presence of tin and chloride corrosion product near the solder pads of the usb receptacle. The presence of corrosion in the usb receptacle, can form a short circuit resulting in local heating and melting near the usb receptacle.